Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data. H1: type of reportable event selected as "other", as this report was retracted.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - as the information that was contained in the literature article was captured as part of the great 10-11 study registry, this medwatch is retracted.

Manufacturer narrative:
According to the conformable gore tag thoracic endoprosthesis instructions for use, complications associated with use of the conformable gore tag thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). (B)(4).

Event description:
"Outcomes of thoracic endovascular aortic repair (tevar) in patients with type b aortic dissection (tbad) enrolled in the global registry for endovascular aortic treatment (great)" copyright © 2017 by the journal of vascular surgery an article published by the journal of vascular surgery reviewed the outcome of thoracic endovascular repair (tevar) in great patients with type b aortic dissection (tbad). A total of 271 patients (215 male, mean age 60.8, underwent tevar for the treatment of tbad. Treated dissections were categorized as acute complicated (39%), acute uncomplicated (26%), chronic complicated (21%), and chronic uncomplicated (14%). Procedural survival was 100%. Over a mean follow-up of 360 days, in incidence of neurologic events was 1.8% and mortality was 9.2%. There was no difference in aortic-related mortality or reintervention-free survival when comparing tevar for any subset of patients. However, at 4 years, survival was significantly decreased in patients treated with tevar for chronic tbad.